Event description:
A caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump to resolve the issue.